Manufacturer narrative:
Physio-control further evaluated the customer's device and verified the reported issue. Physio replaced the user interface pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed user interface pcb assembly and determined that the likely cause of the reported issue was due to an inoperative integrated circuit, designator u2.

Event description:
The customer contacted physio-control to report that this device powered on to a completely white display. A white display can be indicative of a device lock-up condition. In this state, defibrillation therapy may not be available, if it is needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that this device powered on to a completely white display. A white display can be indicative of a device lock-up condition. In this state, defibrillation therapy may not be available, if it is needed. There was no patient use associated with the reported event.